Manufacturer narrative:
Findings: pump received with cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is cracks outside of the battery compartment. The customer is unsure how the damaged occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.